Event description:
Based on the information received on (B)(6) 2017 the case initially processed as non-serious has been updated to serious because of addition of a serious event of device malfunction. This unsolicited case from united states was received on (B)(6) 2017 from health care professional. This case concerns a (B)(6) years old female patient who received treatment with synvisc one injection and after 1 day her knee was painful and knee was swollen. No medical history, past drug, concomitant medication and concurrent condition was provided. On (B)(6) 2017, patient received treatment with intraarticular synvisc one injection, at a dose of 6 ml, once (batch/lot number: 7rsl021 and expiration date: not provided; indication: not provided) in right knee. On (B)(6) 2017, 1 day after the injection, patient's knee was painful and swollen. It was reported that the patient had been exercising shortly after her injection. The health care professional (hcp) did not have to intervene with any treatment. Corrective treatment: none for both events. Outcome: unknown for both events. A pharmaceutical technical complaint (ptc) was initiated with global ptc number (B)(4) an investigation was initiated as a result of an unexpected increase in the number of labelled adverse events. Received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events is under investigation. Once this investigation is completed, corrective and preventive actions will be implemented. Seriousness criteria: important medical event for device malfunction. Additional information was received on (B)(6) 2017 (processed with clock start date of (B)(6) 2017). Global ptc number and ptc results were added. An additional event of device malfunction was added with details. Clinical course was updated and text was amended accordingly. Pharmacovigilance comment: sanofi company comment follow up dated (B)(6) 2017: this case concerns a patient who was received synvisc one injection from th recalled lot and later had swelling and pain in knee. A temporal relationship can be established with the product administration. Furthermore, the concerned lot number has been identified to have malfunction by the company. Therefore, the casual relationship of the events to the product cannot be excluded.